Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified medication in the pca only mode, with a "0.6ml pca dose, a 6 minute pt lockout, and a 15ml 4 hour limit". In late 2008 at an unspecified time, the customer contact reported that the pump alarmed for empty syringe. The nurse noted while changing the empty syringe, the display indicated that only "12.4ml" had been delivered. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.